Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges a leak from the luer connection on the pump. She stated the luer was cracked and not correctly connected to the pump. Caller alleges the infusion set is defective. No adverse event reported. Requested return of the alleged device for evaluation.